Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a no delivery alarm during a bolus and a high blood glucose level. The customer's blood glucose level was 500 mg/dl and they treated with a bolus. The customer was advised to change the entire infusion set and call back if problems persisted. Nothing was replaced or returned.